Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
A health care provider reported that at the time of pump refill, the volume of undelivered drug remaining in the drug reservoir was more than the expected volume, based upon the programmed infusion rate (report of drug under-infusion). It was reported that the patient experienced "withdrawal symptoms" of fever and shaking. Because of this event and a desire to upgrade to the prometra ii pump, the prometra I pump was explanted on (B)(6) 2016. The patient is reported to be currently doing well.

Manufacturer narrative:
Device evaluation: the device was subjected to visual external and internal inspection, as well as functional, electrical, and flow testing. The evaluation determined that the issue was caused by a valve requiring current in excess of specification, blocking the fluid path. Based on the results of the investigation, the reported event was confirmed. This type of failure mode was addressed by a CAPA. This pump was manufactured prior to the implementation of the corrective action and was therefore not subject to the improvement. (B)(4).